Event description:
It was reported that the Right Ventricular (RV) lead exhibited noise over-sensing. Programming changes were performed to resolve the issue, and the patient will continue to be monitored. There were no patient consequences reported.